Manufacturer narrative:
Advancer, jaw. Evaluation summary-the analysis results found that the el5ml device was returned with the tip of the advancer broken and the right jaw bent. The instrument was received empty and locked out but the orange indicator did not show up. The lock out mechanism was broken during analysis. See attached pictures. To prevent the breakage of the advancer that will compromise the firing ability of the instrument, prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the instrument shaft is past the end of the trocar cannula. The device jaws should be fully opened and parallel upon initiating the firing of the instrument. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a bladder stone procedure, the clips that were released were overlapped and the instrument locks and does not work. Unk how case was completed. There were no adverse consequences to the pt.